Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The product support engineer (pse) advised customer to verify that the o2 high internal alarm is working properly to perform testing per high internal oxygen alarm test. The customer verified that there is no 5003 in diagnostics. The pse advised customer that if the alarm was just a high o2 alarm that could have occurred if the external o2 sensor was out of specifications. The pse advised the customer to perform est to calibrate the external o2 sensor. If the issue continues to replace the external o2 sensor. No further information has been provided regarding resolution and/or disposition. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that the unit was alarming high o2. There was no patient involvement.